Event description:
Patient reported that she has been having high blood glucose. She switched to backup pump, used the same cartridge, adapter, tubing, and infusion set that were in use on the primary pump, and levels returned to normal. Patient blames the primary pump for her high blood glucose levels. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.